Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to get the "pump in the right position for it to charge". Additionally, it was reported that the pump touch screen was unresponsive, and that the wake button was unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.